Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and nine months post filter deployment, CT revealed the superior tip of the ivc filter positioned approximate 6 mm inferior to the right renal vein. The tip was tilted towards the right lateral aspect of the ivc, positioned along the anterior right aspect of the wall. There are two struts anteriorly, which pierce the anterior wall of the ivc, abutting the inferior margin of the third portion of the duodenum, without penetrating it. Two additional struts penetrate the ivc wall, one within the 2:30 position, and another within the 4 o¿ clock position extending into the fat between the ivc and the abdominal aorta, without penetrating the aorta. Additionally, there are four additional struts penetrating the ivc wall, 6 o¿clock position, 8 o¿clock position, 9 o¿clock position, and 11:00 positions. Therefore, the investigation is confirmed for the perforation of the ivc and filter tilt. However, the investigation inconclusive for the alleged pe post implant. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.